Event description:
It was reported that a tlc55 was used during a bowel procedure. It was reported by the affiliate that the instrument misfired while surgeon was attempting to staple. There was no consequence to the pt.